Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator burned due to electric malfunction. Furthermore, the communicator was replaced and will be returned for repair/analysis. No adverse patients effects were reported.